Event description:
Revision surgery - the patient had an infection and required irrigation and debridement. Upon finding the original baseplate well fixed, the surgeon decided to clean the debris and replace all parts except original baseplate.

Manufacturer narrative:
The cause of the revision surgery on (B)(6), 2012 was due to an infection. The original surgery was performed on (B)(6), 2011. The outcomes attributed to this event are hospitalization - initial or prolonged. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was kept by the surgeon. The device history records for the reported components were examined. A review of the sterilization records show that the reported devices had all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the original surgery. A review of the implant device history records, product complaint report database, and sterilization records show that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that if the patient was suffering from an infection it was not the result of a product or manufacturing process defect.